Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event location. Corrected initial reporter address, telephone, and health professional flag. Corrected user facility name, country code, occupation code, and health professional flag. Evaluation summary: (B)(4): battery depletion-normal. The analyst noted that the device had 1,147 seconds of charge time while in the box.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.

Event description:
It was reported that the device was at rrt (recommended replacement time) in the box prior to implant.